Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device and the reported shaft kink was confirmed. Additionally, it was noted that there was a separation on the hypotube in the same area of the kink. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported proximal shaft (strain relief) kink and noted hypotube separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpackaging and prior to use, the nc trek dilatation catheter proximal shaft was bent at the hub area and remained in the plastic hoop. The device was not used, so there was no patient involvement; no additional information was provided. Return device analysis revealed a broken hypotube.